Event description:
The customer reported that during testing the generator&#39;s rem monitoring circuit was found not to be alarming at levels 1 to 3.

Manufacturer narrative:
(B)(4). Date of initial report : 11/10/2014 date of follow-up report : 02/24/2015. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.